Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery drops suddenly after being connected to a power source and subsequently shuts off due to insufficient power. The customer stated the pump was able to be turned back on immediately following the battery drop. Review of the pump history showed that the battery depleted from 80% to 5% while connected to a power source. Customer reported blood glucose level was 149 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.